Event description:
Hospital advised that the unit alarmed as intended when in use and displayed "channel error". There was no pt consequence. The alarm notified the caregiver that an action was required to maintain appropriate infusion.